Manufacturer narrative:
Analysis found that the gear train in the pump motor had corrosion and/or wear and/or lubrication. Analysis also found that the gear train in the pump motor stalled due to shaft-bearing. Analysis findings included slight residue on upper shaft, upper shaft worn, lower shaft lubricant meniscus missing, upper shaft lubricant meniscus missing, residue seen on top plate/bridge, and slight corrosion on surface of wheel 3.

Event description:
The pump was returned for disposal only, no complaints were alleged. No symptoms were reported. The drugs being delivered by the pump were morphine (unknown) (dose of 10.1468 mg/day and a concentration of 25 mg/ml) and bupivacaine (dose of 12.562 mg/day and a concentration of 30 mg/ml).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received on (B)(4) 2018 referred to a pump replacement reported on (B)(4) 2017. The new information on (B)(4) 2018 allowed the (B)(4) 2017 information to be determined to be related to this product returned to the manufacturer without allegation. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that his pump was replaced due to normal battery depletion. No symptoms were reported. There were no further complications reported at this time.